Manufacturer narrative:
Eval summary: the complaint device associated with this report has not been rec'd for eval. Eval of retention sample from lot 120688f and batch record review are in process. No similar reports for lot 120688f.

Event description:
A consumer reported that she and her son experienced "extreme redness, burning, weeping eyes, limited discharge, headaches, and change in vision" while using this prod for a period of 6 months. She stated the symptoms resolved when contact lens wear and prod use were discontinued and reappeared when they resumed contact lens wear and prod use. The consumer indicated she and her son wear different brands of contact lenses (unspecified). Consumer ID info was not related. Two medwatch reports for this report: 1610287-2007-00055 and 1610287-2007-00056.